Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 pen needle from this box after injecting that broke off in injection site/leg. Caller was able to remove on own. Using pen. Denied reusing of pen needlest.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 h6: investigation summary customer returned 27 unused 4mm, 32 gauge nano pro pen needles from lot 1350498. The returned samples were inspected and no debris or deformation was found on the needles that could result in the needles pulling the skin. Each needle was applied to a skin analog and no bending or breaking of the needles was noted. Flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed and all functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of skin harm. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (B)(4). The needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 pen needle from this box after injecting that broke off in injection site/leg . Caller was able to remove on own. Using pen. Denied reusing of pen needlest.